Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was at a proper depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) at 80% deployment. Upon full release, the valve dove into the left ventricle and the physicians used two snares to pull the valve up. Subsequently the valve landed in the ascending aorta. A second valve was used and implanted uneventfully. No additional adverse patient effects were reported.